Event description:
It was reported that a flogard infusion pump had an f-38 alarm. It is unknown at what process step this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The device was serviced at the customer site by a field service technician. Review of the alarm log and functional testing identified the reported f-38 alarm. The cause was determined to be that the force sensing resistors (fsr) were out of specification. To address this issue, the fsrs were replaced. The device was restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.